Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is button popped off - dropped. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the humidifier water tank contaminated, dreamstation2 blower contaminated, blower outlet seal/isolator kit contaminated, dream station 2 blower box kit contaminated, dream station 2 iso port kit, plus contaminated, pca contaminated, ds2 inlet/outlet seal contaminated, dream station 2 ui button with damage, dream station 2 heater plate kit with electrical damage and dream station 2 ui bezel plus with damage.. The customer complaint was reproduced. There were 3 errors has been identified. The device was repaired.